Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized due to hyperglycemia. The reporter states that the patient's blood glucose began to rise and they were vomiting. This occurred over the course of 6 to 7 hours, they did not change the cartridge, tubing and site, nor did they supplement with an injection. Upon admission her blood glucose was over 500. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.